Event description:
It was reported by a distributor that, "clip loaded into the jaws of the device" fell out during use. No pt injury was reported.

Manufacturer narrative:
The device has been rec'd and is being decontaminated prior to the engineer's eval and investigation. As soon as I have his report, I will file a supplemental report.